Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that pre-existing patient anatomy contributed to the reported slda. The reported patient effects of mitral regurgitation (mr), dyspnea and heart failure are likely due to the reported slda. The reported patient effects of dyspnea, worsening mitral regurgitation (mr) and worsening heart failure as listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) grade 4 with posterior leaflet flail. A mitraclip xtr was successfully implanted without issue, reducing mr to 2. The clip remained stable on both leaflets. On (B)(6) 2019, the patient presented with shortness of breath and heart failure. It was noted that a single leaflet device attachment (slda) had occurred. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. Mr was a grade of 4+. In the physician's opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2019, a second procedure was performed to treat the slda. Two mitraclips were implanted successfully reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.